Event description:
It was reported that over-sensing and noise were observed with both right atrial (ra) and right ventricular (rv) leads. In addition, high thresholds were recorded with the rv lead, however thresholds have come down over time. The clinic will continue to monitor. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2014. (B)(4).